Event description:
A patient sees a dark shadow in their temporal visual field following intraocular lens implant surgery. The implanting surgeon performed a yag capsulotomy with no improvement noted. The patient's uncorrected visual acuity at one week was and still is 20/20. The patient reports the dark area is more noticeable when viewing near objects than when viewing distant objects.